Event description:
It was reported that a peritoneal dialysis (pd) patient had a catheter issue and underwent pd catheter manipulation. Nothing was wrong with the catheter. The patient's adverse events were not due to deficiency or malfunction of any fresenius product(s), device(s) or drug(s). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).